Event description:
Put drill bit in u-drill, barely touched the bone and flew off at smaller portion than shank which is the cutting part which is where it broke in half.flew about 1 ft-1 1/2ft. During cranium procedure: no injury to pt. Run at 75k instantaneously broke.